Event description:
It was reported that caller states they placed arctic sun device on patient around 12:30am est. Patient was 31c at that time. Patient temperature (pt) continued to drop, but water temperature stalled at 29c so they swapped the device. The water temperature on the new device warmed to 40c right away. Explained it was possible the first device was overfilled. They denies any alerts or alarms. Advised if they need to use the device later. They could try draining some water and testing the device.

Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty mixing pump . However there was insufficient information to confirm this potential root cause. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller states they placed arctic sun device on patient around 12:30am est. Patient was 31c at that time. Patient temperature (pt) continued to drop, but water temperature stalled at 29c so they swapped the device. The water temperature on the new device warmed to 40c right away. Explained it was possible the first device was overfilled. They denies any alerts or alarms. Advised if they need to use the device later. They could try draining some water and testing the device.